Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen at the emergency room with open pocket incisions 3 weeks post implant. There were other areas of the pocket where the device was eroding through the skin and the patient had an infection. The s-ICD was turned off and the patient was hospitalized to undergo treatment. The patient is in poor health with liver failure and also a peritonitis that dissected. A revision was performed several days later and the s-ICD system was explanted. No additional adverse patient effects were reported.